Event description:
It was reported that the rotawire became stuck with the rotaburr. The target lesion was in the left anterior descending artery. A 330cm rotawire and 1.50mm rotalink plus were selected for use and platformed without issue. Both devices were successfully advanced to the proximal part of the lesion. During re-platforming the burr became stuck to the wire resulting in the two devices being removed from the patient as one unit and replaced with another rotawire and rotaburr. The devices were platformed outside of the patient without issue. The burr advanced without resistance over the wire and passed the lesion. It was then noted that the burr became stuck on the wire. The devices were removed and the case was completed without atherectomy. No patient complications were reported and the patient was fine post procedure. It was further reported that the wire was inspected after the procedure and the wire tip broke at the location where it was stuck on the burr.

Manufacturer narrative:
Device evaluated by manufacturer: the device was returned for analysis. The advancer, handshake connections, sheath, coil, burr and annulus were microscopically and visually examined. There is blood in the drip line and sheath. Functional testing was performed using a test .009 rotawire. The test rotawire was inserted through the burr and advanced through the entire length of the device with no resistance. Functional testing was performed by attempting to rotate the drive shaft, however, it was unable to rotate. Product analysis verified that the device had a melted ultem. Inspection of the remainder of the device presented no other damage or irregularities.

Event description:
It was reported that the rotawire became stuck with the rotaburr. The target lesion was in the left anterior descending artery. A 330 cm rotawire and 1.50 mm rotalink plus were selected for use and platformed without issue. Both devices were successfully advanced to the proximal part of the lesion. During re-platforming the burr became stuck to the wire resulting in the two devices being removed from the patient as one unit and replaced with another rotawire and rotaburr. The devices were platformed outside of the patient without issue. The burr advanced without resistance over the wire and passed the lesion. It was then noted that the burr became stuck on the wire. The devices were removed and the case was completed without atherectomy. No patient complications were reported and the patient was fine post procedure. It was further reported that the wire was inspected after the procedure and the wire tip broke at the location where it was stuck on the burr.